Event description:
Pt reported infusion set occluding during prime causing elevated blood glucose (500 mg/dl). Pt indicated that she performed a disconnected prime and the device occluded. Pt indicated that she removed the tubing from the device and attempted a prime, resulting in insulin dripping out. Pt replaced infusion set and the occlusion recurred.